Manufacturer narrative:
Reported event of fiber broke. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Manufacturer report # 3005099803-2017-01166 pertains to the flexiva 200 tractip laser fiber and manufacturer report # 3005099803-2017-01167 to the second flexiva tractip laser fiber. It was reported to boston scientific corporation on (B)(4) 2017 that two flexiva 200 tractip laser fibers were used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a 100w lumenis with laser settings of .2j and 50hz. According to the complainant, during procedure, a flexiva 200 tractip laser fiber was used and the fiber body broke near the connector (captured in MFR report # 3005099803-2017-01166 ). A second flexiva 200 tractip laser fiber was used and the fiber body also broke near the connector (captured in MFR report # 3005099803-2017-01167). The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was returned for investigation. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. The fiber was returned broken into two pieces. The first piece measured approximately 219 cm from the top of the connector to the break. The second piece measured approximately 91 cm from the break to the distal tip. No damage was noted to the fiber face within sub miniature-a (sma) connector. Examination under magnification revealed that the tip was slightly degraded. The condition of the returned device confirms the reported event that the fiber was broken but not near the connector. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Manufacturer report # 3005099803-2017-01166 pertains to the flexiva 200 tractip laser fiber and manufacturer report # 3005099803-2017-01167 to the second flexiva tractip laser fiber. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 tractip laser fibers were used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a 100w lumenis with laser settings of .2j and 50hz. According to the complainant, during procedure, a flexiva 200 tractip laser fiber was used and the fiber body broke near the connector (captured in MFR report # 3005099803-2017-01166). A second flexiva 200 tractip laser fiber was used and the fiber body also broke near the connector (captured in MFR report # 3005099803-2017-01167). The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.